Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a low blood sugar of 52/mg/dl. During troubleshooting the customer confirmed that there were no insulin pump anomalies; the device settings were reviewed and found to be normal. The insulin pump will not be returned for analysis.